Event description:
Customer complaint alleges "when using the aquapak, there were no bubbles when the oxygen passes." There was no report of patient impact or consequence.

Manufacturer narrative:
(B)(4). A used 340 ml water bottle, lot # 474177, was received for evaluation. The top port was punctured and the trigger was removed. Visual inspection shows an open channel from the bottom of the adaptor port to the top of the bottle. No other visual defects were observed. A functional inspection could not be performed since the humidifier adaptor was not received along with the complaint sample. However, since this is a known issue related to the open channel that was observed visually, the complaint is confirmed. A non-conformance was opened, and this issue has been resolved.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer for evaluation at the time of this report. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. The sample is needed for a proper and thorough investigation. Complaint not confirmed. Root cause cannot be determined. If the sample becomes available, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "when using the aquapak, there were no bubbles when the oxygen passes." There was no report of patient impact or consequence.